Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following: there were no cracks observed on the battery compartment, cartridge compartment, or any other area of the pump. The complaint that the battery compartment was cracked was not able to be confirmed during visual inspection. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.